Event description:
When the coil was positioned to the target, the physician found it was stretched. Then the physician withdrew it and changed another one to complete the procedure. Additional information received indicated that the coil stretching occurred while repositioning to the target aneurysm. It stretched in the microcatheter (no information provided). There was no additional intervention performed and the entire coil was safely withdrawn. The procedure was completed with no patient injury reported.

Manufacturer narrative:
When the orbit mini complex fill 3x6 coil was positioned to the target, the coil stretched during repositioning. It was within the unknown microcatheter when it stretched and was safely withdrawn without any unintended detachment and changed to another one to complete the procedure. There was no resistance encountered during repositioning of the coil. The microcatheter was repositioned while the coil was out of the distal end of the microcatheter. There was no patient injury and no additional intervention required due to the event. A non-sterile orbit mini complex fill 3x6 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout it. The introducer was not returned for analysis. The support coil and gripper were found in good condition, while the embolic coil was not returned for analysis, the headpiece was still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and headpiece were inspected under microscope, the gripper was found without damage, while the embolic coil was not returned for analysis; the headpiece was still attached to the gripper and the soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil could not be evaluated since the embolic coil was not returned. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. The cause of the damages found could not be conclusive determined based on the analysis; however, it was reported that the device was removed with the coil intact indicating the separation of the coil from the headpiece occurred post procedure. Further, based on the return of the device without the introducer, it likely occurred to post procedural handling. Neither the analysis nor the device history record review suggests a relationship of these damages to the manufacturing process. Additionally inspections are in place (637mi021 rev. 26) that prevents these kinds of damages leaving from the facility. It was reported that the microcatheter was repositioned while the coil was deployed out of the distal end of the microcatheter. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Although a definitive conclusion cannot be made, this procedural factor addressed in the may have contributed to the reported event. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.